Event description:
It was reported that an out of regulation message was seen when the physician tried to modify the stimulation the day after the trial was implanted. Replacing the twist lock and reprogramming did not resolve the issue. An older screener was also tried, but the stimulation was not continuous. The patient felt stimulation intermittently. The physician thought the issue was due to the extension or lead. A system revision was to be performed at the end of (B)(6). As of 2015 (B)(6), the revision had not been performed and the patient had a follow up the next week. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 357625, lot# n507901; product type screening device product ID 309328, lot# 0207822379, implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported the patient was implanted with the implantable neurostimulator on (B)(6) 2015. Following the revision, the patient was doing well and receiving therapy.